Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd), esophageal varices banding procedure. According to the complainant, during the procedure, the physician made two attempts to band a varice. The physician applied suction to the varices and deployed the bands however, with each attempt the bands misfired and did not attach to the target site. The device was removed and it was reported that the bands on the ligator head were overlapping each other. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd), esophageal varices banding procedure. According to the complainant, during the procedure, the physician made two attempts to band a varice. The physician applied suction to the varices and deployed the bands however, with each attempt the bands misfired and did not attach to the target site. The device was removed and it was reported that the bands on the ligator head were overlapping each other. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the tripwire was partially wrapped around the drum and the suture was tangled around the tripwire. The suture was broken at one end and appeared frayed. Additionally, the tripwire was bent at one location and distorted in others. The ligator head returned with four bands attached and overlapped. Slight damage to the ligator teeth was observed. Functionally, the handle knob was able to be turned without issue and clicked appropriately after each 180 degree rotation. The reported issue of bands failed to deploy was not able to be functionally verified due to the device return condition. However, the evaluation found that the ligator teeth were slightly damaged which could have led to the bands overlapping and failing to deploy. This event likely occurred due to anatomical/procedural factors; therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18. Event date is unknown. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.